Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) have exhibited high out of range pacing impedance measurements of greater than 2000 ohms range for the past year. It was noted that the rv pacing impedance measurement has increased to greater than 2500 ohms for at least a few months. Sensing was good at greater than 5 millivolts and the threshold measurement was at 0.9 volts with no note of oversensing. Boston scientific technical services (ts) suggested an x-ray with possible revision, however the physician opted to continue to monitor the patient. The ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) have exhibited high out of range pacing impedance measurements of greater than 2000 ohms range for the past year. It was noted that the rv pacing impedance measurement has increased to greater than 2500 ohms for at least a few months. Sensing was good at greater than 5 millivolts and the threshold measurement was at 0.9 volts with no note of oversensing. Boston scientific technical services (ts) suggested an x-ray with possible revision, however the physician opted to continue to monitor the patient. The ICD and rv lead remain in service and no adverse patient effects were reported.